Event description:
Report received of blood backup. The set was connected to an unspecified central access catheter. The clinician accessed the sample port with a blunt cannula to draw a blood sample. When the blunt cannula was removed the access port became dislodged, causing blood to back up. It was reported that the device was discontinued. There were no reports adverse pt effects and no medical interventions were required.